Event description:
It was reported that the leads had numerous contacts with high impedances. Coverage of pain area was obtained with reprogramming. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 weeks prior to the date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076521.